Manufacturer narrative:
The reported condition was confirmed on the returned tip. Upon visual inspection, it was found that the irrigation tubing coupler was detached from the canal tip body. Therefore, the claimed ¿leak¿ condition could be confirmed. Based on the root cause analysis performed and evaluation of the received unit, most probable root causes for this condition can be associated, but not limited to: tip improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of irrigation tube) or too much force applied during assembly at the manufacturing process. Poor gap design for mating parts (irrigation tubing coupler and canal tip body). Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room.

Manufacturer narrative:
A follow up report will be filed when the tip has been received and the quality investigation has been completed. (B)(4): not received by manufacturer.

Event description:
It was reported that the wound tunneling tips with suction were being used in a procedure when they were observed to leak irrigation fluid at the suction joint. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The reported condition was confirmed on the returned tip. Upon visual inspection, it was found that the irrigation tubing coupler was detached from the canal tip body. Therefore, the claimed ¿leak¿ condition could be confirmed. Based on the root cause analysis performed and evaluation of the received unit, most probable root causes for this condition can be associated, but not limited to: tip improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of irrigation tube) or too much force applied during assembly at the manufacturing process. Poor gap design for mating parts (irrigation tubing coupler and canal tip body). Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room.

Event description:
It was reported that the wound tunneling tips with suction were being used in a procedure when they were observed to leak irrigation fluid at the suction joint. Attempts to obtain additional information were made, but were not successful.

Event description:
It was reported that the wound tunneling tips with suction were being used in a procedure when they were observed to leak irrigation fluid at the suction joint. Attempts to obtain additional information were made, but were not successful.